Event description:
It was reported that the customer used purewick home care disposable unit. They experienced purewick was shifting/moving while sitting or lying still and dislodging during movement. It was not staying in place overnight and caused leaking or "wetness" during extended wear which resulted in loss of suction/weak suction.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer used purewick home care disposable unit. They experienced purewick was shifting/moving while sitting or lying still and dislodging during movement. It was not staying in place overnight and caused leaking or "wetness" during extended wear which resulted in loss of suction/weak suction.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.